Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited oversensing resulting in a five second pause in pacing. The oversensing appeared to be diaphragmatic. The patient was brought into clinic for evaluation and the cause of the oversensing was not determined. The rate/sense sensitivity was reprogrammed to mitigate further oversensing. No adverse patient effects were reported.